Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified that the stent was pulled distally on the balloon. The proximal edge of the stent was bunched up and positioned 6mm distal to the distal edge of the proximal markerband. The mid to distal end of the stent is stretched over towards the tip section of the device. This type of damage to the stent is consistent with the stent getting caught on a resistance during withdrawal from the patient. A visual and tactile examination of the hypotube identified that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force having been applied to the shaft. A visual and tactile examination of the shaft polymer extrusion profile identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostium of the left circumflex artery, which was previously treated with stents and transluminal extraction catheters (tecs) during a multiple vessel angioplasty. Predilation was performed and a 4.00x8mm promus element¿ plus stent was advanced but was unable to cross the lesion. It was then noted that the stent was deformed. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostium of the left circumflex artery, which was previously treated with stents and transluminal extraction catheters (tecs) during a multiple vessel angioplasty. Predilation was performed and a 4.00x8mm promus element¿ plus stent was advanced but was unable to cross the lesion. It was then noted that the stent was deformed. The device was removed and the procedure was completed using another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).